Manufacturer narrative:
Patient's are furnished with a backup remunitypro system to ensure uninterrupted drug delivery. Efforts to obtain additional information from cvs specialty pharmacy were unsuccessful. At the time of this report, no components or additional information relevant to the reported event were provided to millyard advanced medical products, llc for further investigation.

Event description:
An initial event notification was received by united therapeutics drug safety on 16-feb-2026 from cvs specialty pharmacy, and forwarded to millyard advanced medical products, llc on 17-feb-2026. It was reported that the patient's remunitypro pump had stopped functioning as expected and the patient ran out of medication. The patient presented to the emergency room and was admitted to the hospital to restart their infusion while awaiting replacement supplies from the specialty pharmacy. It was further reported that the remunitypro pump was not replaced.